Manufacturer narrative:
Evaluation summary: it was reported that the pt was revised due to the component shedding polyethylene into the tissue causing chronic severe effusion. Review of surgical report for the first revision did not reveal any deviations from the surgical technique. The report for the revision surgery stated that a biopsy had been conducted and indicated evidence of polyethylene crystals in the synovium. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Pt factors that may contribute to articular surface wear such as activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product, x-rays or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised due to chronic and severe swelling.